Event description:
Boston scientific received information that this right ventricular (rv) lead perforated the heart wall. The perforation was noted through x-ray and lead measurements. The lead was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the analysis could not confirm the allegation. There was nothing visually wrong with the lead that would cause a perforation in the heart. No anomilies were found. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.